Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device identified signs of repeated use, the flutes were nicked and gouged, and the device was seized in the handpiece. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices - brasseler pfj milling handpiece catalog #: 00592704000 lot #: (B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to a knee arthroplasty, the technician was testing the milling handpiece and the burr fractured and became jammed in the device. Another device was used for the procedure. No adverse events were reported as a result of this malfunction.